Manufacturer narrative:
Screw loosening: summary of results: evaluation conclusion codes are selected for each reported event to summarize the results of the investigation. 4307: cause traced to component failure screw loosening is an expected/potential failure documented within zimmer biomet risk documentation. For reported events using this code, evaluation of the returned device(s) and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. However, due to the nature of the event, it may not have been feasible to recreate or confirm the reported loosening condition in each case. No additional remedial action was taken, as the reported loosening malfunctions were not determined to be the result of a confirmed manufacturing deficiency. There were 21 reported loosening abutment screw events summarized. Of the 21 loosening events, 7 abutment screws were returned and 14 were not returned. Twenty one abutment screws were labeled as single use. None of the 21 reported abutment screws were reported to have been reused. 67 : no problem detected a complete investigation could not be performed due to unreturned product and a lack of available product lot information. Without this information the manufacturing history of the reported device(s) could not be completed, nor an evaluation of the subject device(s) for malfunction.

Manufacturer narrative:
Number of events reported: 21. Conclusion not yet available. (B)(4).

Event description:
This report summarizes 21 of 71 total number of loosened biomet 3i screws. It was reported that the abutment screw loosened in the patient's mouth. The implant was not affected as a result of the loosened screw and there was no patient impact. Range of patient age and patient gender: age range of males: 46-60. Age range of females: 72. Patient gender was unknown with age of 56 for two (2) events. Patient gender and age was unknown for fifteen (15) events. Gender: 2 males. Gender: 2 females. The race and ethnicity was not provided by the reporter.